Manufacturer narrative:
It is unknown if the sample is available at this time. A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Event description:
Customer reported a leak. It is unknown when the reported condition occurred. It is unknown if there was any patient injury or medical intervention associated with this report. Sample availability is unknown. Attempt have been to obtain additional information.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.